Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had gas loss alarm issue. Nurse reported the balloon catheter is inserted via axillary artery. Nurse had troubleshot the alarm by pressing the iab fill key each time. Nurse verified there was no blood, discoloration, or flakes in the helium tubing and all connections were secure. Esp personal reviewed a screenshot of the iabp monitor which revealed a kink with evidenced by the square peaks of the balloon waveform. Nurse also stated the pump also alarmed a iab catheter restriction previously and that the patient repositions in the bed frequently, and cannot stay still. Esp personal recommended nursing interventions to reposition and to assess the insertion site dressing for restrictions. Esp personal also recommended obtaining a chest xray. Nurse stated she would follow esp personal recommendations and call back directly for further troubleshooting should those recommendations not resolve the gas loss alarm restriction. No harm injury was reported.

Manufacturer narrative:
Updated fields: a3, b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Corrected fields: d10. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the balloon catheter was inserted via the axillary artery. The gas loss alarm was addressed each time by pressing the iab fill key to resume therapy. The customer confirmed there was no blood, discoloration, or particulate matter in the helium tubing and that all connections were secure. Esp personnel reviewed a screenshot of the iabp monitor which revealed a kink with evidenced by the square peaks of the balloon waveform. The customer also stated the pump also alarmed a iab catheter restriction previously and that the patient repositions in the bed frequently, and ¿cannot stay still¿. Esp personnel recommended nursing interventions to reposition and to assess the insertion site/dressing for restrictions. Esp personnel also recommended obtaining a chest xray. The customer stated she would follow my recommendations and call me back directly for further troubleshooting should those recommendations not resolve the gas loss alarm/restriction.

Event description:
N/a.